Manufacturer narrative:
(B)(4). Mfg. Site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 9, 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis moses p120 laser. According to the complainant, during procedure and outside the patient, the laser fiber was broken into two pieces when it was pulled out from the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva ID 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the fiber tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 93.5 cm from the top of the connector to the break. The second piece measured 224.2 cm and includes the entire distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis moses p120 laser. According to the complainant, during procedure and outside the patient, the laser fiber was broken into two pieces when it was pulled out from the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.